Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please detail how patient was adversely affected. Was there bleeding? If so, please quantify amount of bleeding? Were any blood products given to patient? Was there any change to procedure (for example, converting to an open procedure vs. Laparoscopic)? Was there any change to post-op patient care (for example, reoperation)? How was case completed? What is patient's current status?

Event description:
It was reported that during an unknown procedure, the staples didn't form. It is unknown on which firing issue occurred. The patient was adversely affected. No additional information available at this time. It is unknown how the case was completed.